Event description:
The pump was returned for investigation. Investigation revealed that the f force sensor flex pins were found to be partially dislodged from pcb socket. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box recorded several loss of prime with zero force. Investigators attempted rewind and load and received a no cartridge detected alarm. Investigators were unable to run 24 hour test due to cs 163 alarm. Force sensor calibration reading was 0. Unable to complete bolus steps due to cs 163 alarm. Removed display lens cover. Old and force sensor flex pins were found to be partially dislodged from pcb socket.